Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident and the current blood glucose of the customer was below 100 mg/dl. Customer reported other blood glucose level was 40 mg/dl to 50 mg/dl. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. Customer reported that the auto mode feature went off. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with drink a cup and coffee with sugar alternative. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.